Event description:
It was reported that prior the procedure, the end face of the fiber was fractured. Due to this, the procedure was completed using another device. There were no patient complications.